Event description:
It was observed that during the device evaluation, the subject device exhibited detachment of the distal end. There was no patient involvement. 2 leak test required bending rubber is leaking. 3 c-cover insl required c-cover failed insulation test. 5 a-rubber required bending rubber is damaged. 15 bending section required distal end is detached. 16 insertion tube recommend insertion tube has scratch marks. Information taken from qir in update requestur-000182. Mcb/496056/28-oct-2024. Due diligence dd-024789. Any (suspected) patient infection? And culture test positive fields has been updated according to the information received in the due diligence dd-024789. Mcb/496056/28-oct-2024.

Manufacturer narrative:
Based on the results of the investigation, the cause of the distal end detachment was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.